Event description:
It was reported that the tip of the bur broke off unexpectedly in the patient¿s frontal sinus. The tip was retrieved from the patient and there was no patient impact.

Manufacturer narrative:
The product analysis was completed on july 9, 2014. The product analysis found that the condition of the device showed customer use as there was presence of contaminants on the device. From visual evaluation, the spiral wrap was found broken near the tip. The bur head appeared to be free of damage. The spiral wrap breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to device breakage. (B)(4).

Manufacturer narrative:
It was reported that the tip of the bur broke off unexpectedly in the patient¿s frontal sinus. The tip was retrieved from the patient and there was no patient impact. (B)(4). The product analysis is not yet completed. Method: no testing methods performed. Results: results pending completion of evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.